Manufacturer narrative:
A cartridge was indicated. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account for further investigation. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was removed due to blurry vision. Additional information was requested.